Event description:
I purchased flowflex antigen home test lot cov1120162, expiration date indicated on a box is 2023-09-16. In the box I found that both extraction buffer and test cassettes are long expired: extraction buffer tubes, lot 211125026, exp.2023-05-24 and the test cassettes lot cov1120162, exp 2021-12-16.